Manufacturer narrative:
H3: evaluation of the valve in co's laboratory revealed calcification within each, especially at the attachment site between the right and left-coronary cusp which resulted in stenosis of the effective orifice area, multiple disruptions including detached leaflets, as well as incomplete coaptation. Host tissue overgrowth encroached onto the left-coronary cusp, contributing to stenosis of the valve. Sections of tissue was missing from each cusp due to histological sectioning, prior to our receipt. X-ray analysis revealed calcification within the aortic wall, belly and free margin of each cusp. Stent distortion was also noted and appeared artifactual of explaint. The primary cause for dysfunction of this valve was determined to be due to calcification. These findings would account for the symptoms noted clinically. H6 = x-ray analysis = 86.

Event description:
This event was reported as calcifications with rupture of commissure of the prosthetic valve leaflet. No further info provided.